Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s therapy had been off for at least a few months. The patient had been seeing a physician for their herniated discs and every time the patient turns on their device, they get a bad shock in their back. It was reported that the patient does not remember how long the issue occurred before they turned it off, they had been through so many things. The patient needed somebody to do something about it. A shocking or jolting sensation was reported. The patient had been seeing their physician for their herniated discs and other things. It was reported that the patient had an epidural and had so many things done to their back that they were afraid to turn it on because of the pain. The patient had been charging on and off and no falls or traumas have occurred. It was reported that the reason the patient had the stimulator was because of a fall. The patient¿s discs have always been bothering their back and are getting worse. They walk with a limp and the patient is in so much pain with their back. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.